Manufacturer narrative:
Corrected field: h6. Updated field: h2. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The robotics coordinator stated the patient handled the conversion well with no reported complications. No further issues have been identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the erbe generator powered off three times with a recall message upon turning on. The customer elected to convert the procedure to open surgery prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the logs and found no related errors. The tse advised the customer that the recall message is to recall to the previous energy settings. The tse had the customer verify the erbe generator connections and try another outlet; however the customer stated the erbe generator would still not power on. The tse had the customer try an e-100 generator power cord with the erbe generator. The erbe generator then powered on with no issues.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse found the erbe power cord not fully plugged into a wall outlet. The fse rerouted the erbe plug to allow more slack in the cord since it was fully taught with down pressure from routing and was unplugged. The fse was unable to test the system due to how the room was set up. However, the fse confirmed power to both components.